Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evlw1422c120ce, serial/lot #: (B)(4), ubd: 31-mar-2016, UDI#: (B)(4); product ID: evlw1416c80ce, serial/lot #: (B)(4), ubd: 23-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. It was reported five years later , proximal left limb migration was observed. No cause of the event was reported. No additional clinical sequalae were reported and the patient will be monitored.